Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2026, at 11:15 a.m., the patient underwent an arterial puncture and catheterization procedure using an arterial cannula. Prior to use, the extension tubing was inspected and found to be intact and securely connected. The procedure was performed in accordance with standard protocols. During the procedure, fluid and blood leakage was observed at the switch near the cannula hub, with a blood loss of approximately 2 ml. This prevented the connection of the pressure transducer to measure arterial pressure as planned. A new arterial cannula was immediately replaced, and the puncture and catheterization were repeated. Following this intervention, no significant adverse reactions were observed.